Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order was still in "requested" status. A technical support specialist (tss) remotely accessed the system and found that the medication order was still in "requested" status. The tss also confirmed that the new order remained unapproved and advised the customer to wait until pharmacy approved the medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue and pull the medication (hydrocodone/apap 7.5/325 mg) from the cabinet. However, there were no adverse events or injuries reported based on this event.